Event description:
A surgeon reported a capsular bag tear during rotation of the intraocular lens in cataract surgery. The surgeon performed a vitrectomy and inserted an anterior chamber lens. The association between this event and the iol is not known. Add'l info has been sought.